Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the lot number of the 8781 catheter was 0217596868. It was stated that the original pump was implanted on (B)(6) 2029. The replacement pump was not implanted on (B)(6) 2026. The explant date of the catheter was now scheduled for (B)(6) 2026. It was unknown what the cause of the inability to aspirate the catheter was. It was also known if the inability to aspirate the catheter resolved. The pump that had reached normal eri and the catheter that could not be aspirated were still in use and would be replaced on (B)(6) 2026. Additional information received indicated that the correct implant date for the pump was (B)(6) 2019. The serial number of the pump was also provided.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that during a replacement for a normal end of life for the pump, the physician was unable to successfully aspirate the catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics/troubleshooting was performed. Actions/interventions taken included the patient had been booked for an operating room (or) for a catheter revision on (B)(6) 2026. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8781 lot# 0217596868, implanted: (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-mar-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0217596868 serial# implanted: (B)(6) 2019 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.